Event description:
Information was received from a patient who was receiving 228.0 mcg/ml of fentanyl at 61.95 mcg/day via an implantable pump for non-malignant pain and failed back syndrome-other. On (B)(6) 2017, it was reported that the patient's pump was alarming and they were experiencing pain. According to the patient, their pump had been "going off" the past couple of days. The patient believed that the pump was "out". The patient noted that they were experiencing a "whole lot of pain" and were "hurting way more" the day before the report. The patient also noted that they take other pain medications, but that they were out of all of their medications. On (B)(6) 2017, the patient reported that the pump was alarming again and that it was "more frequent". The patient noted that the alarm sounded like a "(B)(6) ambulance". The patient reported that they had gone to the ER the previous night where a healthcare provider had given the patient a morphine shot and the patient was informed to increase their percocet to help with potential withdrawals until the pump was filled. The patient reported that they would be going to get their pump refilled on (B)(6) 2017. The patient also had another appointment with a pain clinic on (B)(6) 2017, but was unable to see them regarding their pump as the clinic did not monitor pain pumps. No further complications were reported. The patient¿s concomitant medications included percocet, robaxin, ibuprofen, lyrica, and an unidentified blood pressure medication at unknown dosages.